Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2020, product type catheter; product ID 8780, serial# (B)(6) implanted: (B)(6) 2020, product type catheter. H6; the previously reported code g04105 no longer applies to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-mar-04, additional information was received from the manufacturer representative (rep). It was reported the cause for the pu mp replacement was normal early replacement indicator (eri). The rep stated, "it was determined that the catheter became occluded in the pump connector. Once the occlusion was cleared, there was significant cerebrospinal fluid (csf) backflow." The current status of the pump and catheter was requested. The rep stated, "explanted", but further stated "there was no catheter segment explanted".

Manufacturer narrative:
H3. The returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2020; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (2000 mcg/ml at 719 mcg/day) via an implantable pump. It was reported that the patient's last towo refills had volume discrepancies.  The nurse reported that on (B)(6) 2025 they expected to withdraw 5 mls and actually removed 15 mls. The refill before that was in (B)(6) 2025 and they expected 4 mls but pulled out 10 mls. She noted that the discrepancy had seemed to increase with each refill. The patient was haing their pump replaced on (B)(6) 2026 and the catheter would be examined while in the case.